Event description:
Related manufacturer reference number: 2017865-2022-02736. It was reported that the patient presented in clinic for device erosion. The pacemaker and right ventricular (rv) lead were explanted. The status if the patient was not reported.